Event description:
During electrohydraulic lithotripsy of a ureter stone, the metal tip of the lithotripsy probe came off. The tip was retrieved by the surgeon with no difficulty and no patient consequences. Another probe was used to complete the case.